Event description:
The pt stated that insulin has leaked into the cartridge compartment of her infusion device a few times after changing her insulin cartridge. She stated that she inserts the cartridge into the device before attaching the adapter and infusion tubing. The pt was advised to attach the adapter and infusion tubing before inserting the cartridge to prevent insulin from leaking. The pt was instructed to dry out the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require assistance for a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.